Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system shut down on its own during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The distribution printed circuit board assembly (pcba) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 3, 2007. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming distribution pcba. However, how that distribution pcba became non-conforming remains inconclusive. (B)(4).

Manufacturer narrative:
A visual inspection of the canbus distribution pcba did not reveal any non-conformity. The canbus distribution pcba was installed on a calibrated infiniti system. The system was turned on and allowed to boot. The system successfully booted. The canbus distribution pcba was exercised by a one hour - burn-in test. The canbus distribution pcba passed test. No system shut down on its own occurred during test. The canbus distribution pcba was found to function normally. Therefore, the root cause of the reported event cannot be established. (B)(4).